Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker was operating in safety mode, which was noted to have been discovered earlier in the year and subsequently reviewed by the physician. The clinic stated that the patient is not pacing dependent and is not enrolled in remote monitoring. It was reported that the patient has experienced palpitations. Device replacement is planned, and product return was requested. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.